Manufacturer narrative:
Spacelabs healthcare technical support walked the user through restarting the xhibit central station. The issue was still not resolved. The customer was advised to reach out to their internal networking team. Several follow up attempts were made to the customer to get confirmation the issue was resolved and identified cause, however the customer did not respond. Cause of failure could not be established due to lack of response from the customer. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station, the central lost network connection preventing the continued monitoring of the telemetry patients. There was no patient or user harm associated with this event.